Event description:
It was reported that a malfunction occurred on the pump, displaying a malf 12 code. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reappear. The customer acknowledged and understood the instructions.